Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the redundant power tray core on the vision side cart (vsc). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The redundant power tray core was analyzed and found to have error 86. During the in-house testing, error 86 was triggered at start up. Failure analysis verified the failure of the assembly by swapping with a good known unit. The assembly was confirmed as the cause of the error. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, non-recoverable error 86 occurred twice. The customer power cycled the system to recover and continue the procedure. The system logs confirmed the reported 86 errors. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised that the error would likely reoccur until the system was repaired. The site's clinical sales rep (csr) also spoke with the tse and advised that the procedure had to be completed laparoscopically. There were no reports of patient injury.